Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The medtronic representative found broken door winch cable, broken lower door cap, door cable slides intact but damaged (bent). Talked to staff member in the surgery. She said they followed the door open procedure and they said the reverse image button lights came on whey they tried to open the door. In the logs the medtronic representative could see the system was in emergency stop when they tried to open the door. Before the medtronic representative took the gantry covers off, the tube was in the top position. After removing the skins, it was confirmed the rotor was not in the home position they did not follow the manual door open procedure. The medtronic representative returned the next day for part replacement. Replaced door slides and winch. Changed service required to false, set openings and closures to 0, and updated the service warning in the config file. Replaced the pendant, upgraded the firmware. Verified operation, completed safety inspection. Reassembled covers replacing the lower door cap. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis. No further issues have been reported

Event description:
A medtronic representative reported, that during a spinal fusion procedure, after doing a confirmation spin with the imaging system and when attempting to remove the gantry, the images on the mobile view station (mvs) began to spin. They attempted to manually open the door but while wrenching the door open, the cable snapped. This occurred at the end of the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned pendant found that the reported event was unrelated to the returned pendant. The tester installed the pendant in a test imaging system and the system functioned as expected. No unexpected activations were observed while under test. Visual inspection noted marker on the pendant face. Impressions and discoloration were also observed on the cable insulation which were consistent with installation. Although physical damage was identified, no functional problem was found with the pendant. The pendant did not cause the reported event.

Manufacturer narrative:
The suspect door winch was returned to the manufacturer for evaluation. Visual inspection found that the cable was broken with frayed strands.